Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had an infection at the ipg site and surgical intervention took place where the system was explanted to address the issue. Explant date is unknown only that it was a few months ago. The infection has resolved, and the patient has a new system implanted and the patient has effective stimulation.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.